Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24aug2020.

Event description:
The customer reported that the unknown noise is heard when the unit is operated with a circuit being connected is loud. The customer reported that the unit was not in use on a patient. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician readjusted the position of the vibration-proof ring to address the reported problem. The unit successfully passed the required performance verification test.